Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was used during an endoscopic retrograde cholangiopancreatography in the middle part of the common bile duct performed on (B)(6) 2019. According to the complainant, during the procedure, the middle part of the stent was fractured. The procedure was successfully completed with a different model of the device. There were no patient complications reported as a result of this event.